Manufacturer narrative:
This supplemental report was submitted to provide a summary of the investigation results. This device was manufactured in may 2012 by cybersonics inc. Due to the age of the device, the device history records (DHR) could not be provided (to osta) for review. A review of instrument history revealed no prior service was performed on the subject device. A definitive root cause of the reported failure could not be conclusively determined. However, it appears as though this unit had not been previously serviced since 2012,it would suggest that the failure of the power board may simply be a symptom of general wear and tear.

Manufacturer narrative:
The lithotriptor cyberwand system was returned to the service center for evaluation. The evaluation confirmed the reported "does not have any power" as there was no power output. The power supply board was faulty. In addition, a visual inspection of the housing noted minor scratches to the housing and one of the legs at the bottom of the system was damaged. The exact cause of the reported event cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that during a percutaneous nephrolithotomy procedure, the lithotriptor cyberwand system did not have any power to the motherboard and footswitch. The sales representative reported the power light turned on but there was no power to the transducer or footswitch. The internal fans were not working. In addition, no error/fault lights came on when the facility removed the transducer or footswitch connectors. A laser device was utilized to complete the intended procedure. There was a delay of 60 minutes. The lithotriptor cyberwand system was inspected by staff, however, the biomedical engineer's inspection which takes place on a schedule did not occur immediately prior to this surgical procedure. The physician is very experienced.